Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and static and that the customer experienced an undefined high blood glucose (bg) level that was "high" per continuous glucose monitor readings. High bg was addressed with a correction bolus. Tandem technical support advised customer to consult their healthcare provider regarding diabetes management. Additionally, it was reported that bg display was frozen. Pump was reset to resolve the issue.